Manufacturer narrative:
Bayer radiology product analysis has received the subject injector head and the evaluation is in progress. Once the evaluation is completed, a follow-up report will be submitted.

Event description:
We received the following information from the site: staff reported that while loading a syringe attached to the stellant injector (serial number (B)(4)) the injector generated an error code. Staff cycled the power off and then on again to clear the error code. The smell of smoke was detected in the CT scan room. Facility maintenance was notified of the smell but was unable to locate the source. Staff reported the injector then generated another error code. They noticed small amounts of smoke coming from the injector head and the lens was discolored black. Staff said the injector head covers were warm to the touch. Staff cycled the injector off and unplugged the source of power to the unit. There was no patient present in the room and no injury to the staff.

Manufacturer narrative:
Product analysis visual examination of the returned suspect product found evidence of contrast media exposure on the outside of the injector head. Further examination found evidence of significant corrosive damage on the led ( light emitting diode) and pcb (printed circuit board) due to contrast media exposure; likely the result of contrast media spills that were not properly handled. Smoke damage was also noted to the led pcb, lens cover, and motor knobs. The cause of the reported problem is conductive contrast media entering the injector head and creating a current path between components on the printed circuit board. From this, a high current condition resulted, ultimately causing material degradation of the printed circuit board and smoke damage to surrounding components. The stellant injector operation manual instructs the user to contact bayer/medrad service personnel in the event of a contrast spill which leaks into the injector system.